Event description:
Customer reported a bag of insulin infused within 1 hour. The intended volume, concentration, dose, and rate were not provided. Although requested; no additional information provided.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Manufacturer narrative:
The customer¿s report of an over infusion of insulin was not confirmed. Review of the pcu event logs confirmed that on (B)(6) 2015 at 11:20am the source pump module was programmed for insulin as a standard dose (concentration=100unit/100ml) using guardrails drugs. The user entered a dose of 3unit/h (rate=3ml/hr) and a vtbi of 90ml and started the infusion. At 11:21am the user programmed and started a 5 unit bolus dose which began infusing at a rate of 600ml/hr with a vtbi of 5ml. At 12:20pm a flo stop open alarm occurred that lasted approximately one second. A second later a door open alarm occurred that was followed about 15 seconds later by a check IV set alarm. The pump module was powered off a short time later with the primary volume infused recorded as 7.778ml. It cannot be determined from the log review why the user chose to end the infusion after delivering less than 8 mls from a programmed vtbi of 90 mls. The root cause of the customer¿s report of an over infusion of insulin was not determined. No device was returned for investigation.

Event description:
A dextrose infusion was started and glucose levels were checked every 10 minutes after the insulin over infusion.